Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 350 mg/dl. Customer treated with a manual injection and stated that she was using an (B)(6) aaa alkaline battery. Customer inserted a new battery and the display returned. Customer was advised to monitor the pump. A replacement battery cap will be shipped as a courtesy to rule out any possible issue with the battery cap. Customer stated that she will not do any keypad/unresponsive button troubleshooting. Insulin pump was off, so customer was elevated due to that instance. No additional information provided.